Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric bypass, oozing occurred from the sealed area although an end tone, indicating a completed seal cycle, was heard. The same device was used to complete the procedure. There was no tissue damage and no patient injury.